Manufacturer narrative:
Investigation included customer interview and product history review. Investigation of this case revealed user error related to an empty cartridge and incorrect infusion setup. It was concluded that the device functioned as designed and that the event was attributable to use error, with no device malfunction identified.

Event description:
T was reported that the user inserted an empty cartridge into the pump, did not observe insulin drops, removed and discarded the infusion set, and then used a replacement infusion set, with subsequent user education provided on correct setup and priming. Symptoms included no adverse clinical effects. Outcomes included replacement of supplies to mitigate risk of running short before the next scheduled shipment.